Manufacturer narrative:
Low battery fails confirmed in history log. Root cause inconclusive. Information from the device memory the device performed to specification for 19 months before issuing a low battery fail on the (B)(6) 2020, logging a significant decrease in voltage from its surrounding self-tests. The user would have been alerted with ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator, as per the reported fault. The device was later power cycled with an increase in voltage, then passed all further self-tests throughout its remaining 3 months in service. As the low battery fail only occurred on one occasion and given the significant voltage drop recorded during this self-test and no fault found on the device, the investigation can only suggest that the issue was due to an incorrectly seated pad-pak. Alternatively, the low battery fail may have been triggered by a pad-pak that was not returned for investigation. Pad-pak was not returned for investigation.

Event description:
Device requires service message. Reportable us only.

Event description:
Device requires service" message. Reportable us only.